Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure.upon evaluation of the customer's device, physio-control observed that the device would power on briefly, but would power off. The device could not remain powered on in order to charge and defibrillate.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from staying powered on.the customer was provided with a replacement device.